Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a motor error. The alarm occurred after a bolus. Troubleshooting was performed. They were able to complete the insulin pump rewind. The insulin pump passed the displacement test and manual prime. The alarm did not recur. The customer also mentioned that they had experienced multiple low blood glucose. On 8:47 am, they had a low blood glucose level of 58 mg/dl, which they treated with juice. On 9:02 am, their blood glucose level was 38 then it rose to 46 mg/dl. At around 9:48 am, their blood glucose level went up to 106 mg/dl. The device will not be returned for analysis.